Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 . The customer's current blood glucose is 365 mg/dl. The reason for hospitalization is diabetic ketoacidosis. The customer was treated by insulin drip. Customer states the pump was damaged and back plate came completely off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had a completely broken off end cap, minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The stop current and run current measurement tests are within specification. Device also passed self test and off no power alarm test. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test due to completely broken off end cap. Device uploaded properly using carelink.